Event description:
Customer states: "had a black silicone fragment. They are scheduling a 2nd procedure to remove the portion in the patient. The rn is going to the log for the black silicone stent info and lot # that was used. Apparently, they had another black silicone stent fracture a week ago but didn't tell me. Both patients had to go to the or for stent removal. The first one was put in 2006. It was removed in 2007."

Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned. The customer stated that the physician noted encrustation on the stents upon removal. As stated in the caution section of the instructions for use booklet, individual variations of interaction between stents and the urinary system are unpredictable. Several articles have been published indicating encrustation as well as stent fracture as a possible complication of stenting; journal of endourology volume 7, number 2, 1993 as well as problems in urology, april-june 1992 vol. 6, no. 2 and journal of urology, 1995 vol. 153 pp 718-721. The customer also indicated the fragments were retrieved from the upper ureter. The customer also noted there was no cause for the patient to undergo an open procedure. The patient was noted to have a second stent placed. When the customer was asked concerning the patients status, the patient was noted to be ok. Documentation was reviewed noting no anomalies. Should additional information become available, it will be forwarded.